Event description:
It was reported that a patient reused single-use supplies during setup of peritoneal dialysis therapy. The caregiver stated they did not switch out the solution bags when they changed the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event was reported as an unknown date "last week". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This is a report of a use error, where the patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.